Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument mechanism that opens the jaw broke and one of the pieces go stuck on the trocar and surgeon had to remove entire cannula in order to get the arm out of the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tang approximately 25.44mm from the distal tip. A piece measuring proximately 3.03mm was not returned with the instrument. Components adjacent to this broken grip tang do not show damage which may indicate potential mishandling/misuse. Common causes of the failure mode broken grip tang are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the grip tang to crack and subsequently break.